Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem, was verified by functional testing. The caused is ail sensor is faulty. Replaced air detector to correct the issue. Cadd solis device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's air detector was not working. There was no patient involvement.